Manufacturer narrative:
(B)(4). The customer sent pictures about the areas of the fork where the chipping is missing. The biomedical engineer secured the fork with tape, pending replacement of the cupola by maquet, and returned the device to service. This investigation is on-going and the results will be included in a follow up report. (B)(4).

Event description:
The customer reported that paint dropped off of the cupola bracket. There were no patients involved and no injuries were reported. (B)(4).

Manufacturer narrative:
(B)(4). A maquet field service technician replaced the damaged cupola with a new one and returned the device to service. Maquet investigated this event and determined that the coating broke due to an excessive gap between the two coated surfaces. The volista operating manual suggests that daily checks the light head happen for chipped paint, impact marks and other damage.

Event description:
(B)(4)